Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to user, which is user error. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the perforator driver device failed pretest for vibration assessment. It was noted that the disposable perforator device was easily removed and the device passed all tests, however there was some noticeable vibration. It was noted in the service order that the during an unspecified surgical procedure, during drilling, the skull drill (disposable perforator) device was found to be stuck in the perforator driver device. There were no reports of surgical delay. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.